Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a black screen during service/maintenance involving an olympus bronchovideoscope. There was no patient injury reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide update to d6a, d6b and d9. Olympus will continue to monitor field performance for this device.